Manufacturer narrative:
(B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that interlink ext 1 adapter line std bore connection was loose. The following information was provided by the initial reporter: when checking before use, the connection was loose.

Event description:
It was reported that interlink ext 1 adapter line std bore connection was loose. The following information was provided by the initial reporter: when checking before use, the connection was loose.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-05. Investigation summary: it was confirmed that the connection between the injection site of the actual product and the lure on the chemical inflow side was broken, and a part of the male lure on the injection site remained adhered to the lure on the chemical inflow side. No abnormalities related to this event were found in the manufacturing process of the lot. To date, there have been no other similar event reports for the lot. The connection between the injection site of this product and the lure on the chemical inflow side is glued and fixed. At the manufacturing plant, 100% leakage test is conducted during the process, and if there is a crack or break in the connection part, it is judged as a defective product and discarded, so an excessive load is applied due to some influence. , it is possible that the injection site was damaged, but the cause could not be identified.